Event description:
Additional information was received. It was reported that there was no "real" delay in the procedure. There was impact on the patient, but the extent of the harm/injury was unknown. Additional information was received. It was reported that there was no patient impact. This contradicts what was previously reported. Additional information was received. It was confirmed that there was patient impact, but the extent is unknown, as the site would not disclose.

Manufacturer narrative:
H2: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced in the field and failed instrument tests. There was a distance to divot of 2.8-3.5 on both suctions and it would verify when hovering above the patient tracker and not in the divot. A distance to divot greater than 2 was found on multiple attempts to verify instruments. It was noted that one of the site's sets was missing a registration probe. Other relevant device(s) are: product ID: 9733467, serial/lot #: (B)(4). Logs and archives were received however analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy. The system appeared to be "out of calibration". It is currently unknown if there was a delay or impact to the patient. It was clarified that the allegation was that there was an inaccuracy. It was reported that this happened while using the microdebrider and that there was 1cm of inaccuracy. It was noted that the system was accurate upon system checkout.

Manufacturer narrative:
B2: this was an adverse event, but the site did not disclose patient impact. Information regarding the outcome of the adverse event has not been reported. H2, h3, h6: software logs were analyzed, but there was insufficient information to determine the root cause of the issue. Previously reported code b01 is applicable, as are codes c19 and d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.